Event description:
The consumer's daughter stats when she was sitting on the seat of the rollator, the tubing allegedly bent, causing her mother to fall. No injury is alleged.

Manufacturer narrative:
No serious injury alleged. Frame allegedly broke between the crossbrace and the seat. Product was approx 10 years old at the time of incident. Maintenance history is unk. Product has not been returned for an eval, so it is unk if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction.